Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an eroded device pocket, and the implantable cardioverter defibrillator (ICD) was completely exposed. The right ventricular (rv) lead exhibited chronically high, but stable pacing thresholds. The patient was treated with antibiotics, and eventually, the ICD system was completely removed due to the infection. No further patient complications have been reported as a result of this event.